Manufacturer narrative:
Bci cts (customer technical support) explained to customer how to pull the waste exit sump and clean the float switch sensors and check for leaking from connections. A field service engineer (fse) went on-site (B)(6) 2011 and reported that no one knew of an actual leak and no further errors were encountered during the day. Fse checked to make sure the float switch was not dirty or sticking and watched it cycle a few times while priming and no issues were noted.

Event description:
A customer contacted beckman coulter inc. (Bci) stating there was a fluid leak from the waste exit sump. No injury was reported.